Event description:
It was reported that the patient was implanted in 2005 and the device was removed in (B)(6) 2008. Within less than a year after she got the implant she started having problems with the device. Within less than a year, before 2007, the doctor had to go back and do the wiring. The device had to be explanted because of the patient experiencing shocking sensations. It was stated that "her leads were messed up there. She had 3 leads instead of 2. The leads were touching and were giving her electrical shock." It was stated that the doctor went back in and said that there was something wrong with the leads. The doctor "went there twice on that thing" but the leads kept shocking her. Sitting up straight and just moving around was making her sore and it was stated that the leads were too close together. When the patient started seeing a new doctor, she was having problems with the "touching and electric problems in the back." X-rays were taken and it was found that "she had too much going on in her back. The patient had 3 leads and 2 of them were too close together, one of them should not be in there." It was stated that the patient was told "her leads were not supposed to be like that." As a result, the patient had the ins (implantable neurostimulator) and leads removed. It was stated she wished she could still have the therapy. The purpose of the implant was because she had chronic pain. She had many surgeries on both arms and she did not take any pain medication. The device helped her with all the pain in her shoulders. It was stated that "she had fibromyalgia and the device really helped her but she could not take that electric pain." The patient still had chronic pain, fibromyalgia and arthritis. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
Information reasonably suggests this event wsa the second of two revisions. The initial revision occurred on (B)(6) 2008 and can be referenced in manufacturer report # 3004209178-2014-04458. The date of the second revision was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 377875, lot# n0037161, implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 377875, lot# n0041982, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead revision/replacement occurred on (B)(6) 2005. It was reported when the stimulation is off the patient continues to feel some amount of stimulation. Information omitted pertaining to related events (B)(6).